Manufacturer narrative:
1.correction to section e1 from initial report:- changed the MDR reporter country from canada to USA. 2. Correction to section e2 from initial report:- changed health professional to yes. 3. Correction to section e3 from initial report:-changed occupation to nurse practitioner.

Event description:
Patient - (referred as employee 2 jp) : (B)(6) 2018; received 1ml syringe of versa mixed with 0.3ml of 1% lidocaine in lips. Nurse used 27g 1.5in cannula with a retrograde injection technique. Within 24hrs post injection jp noticed significant increase in tissue swelling and the product looked like it has become hard lumps. Advised to wait 2 weeks for side effects to subside. (B)(6) 2018; several areas remain significantly swollen and appear lumpy or as if the product had balled up. Attempted to manipulate product to see if palpating would soften the areas but was unable to manipulate. Bottom l lip; injected with 0.2 ml hyaluronidase directly into that area. Also injected 0.2ml hyaluronidase into l upper lip. Injected 0.1ml into r upper lip. (B)(6) 2018; swelling in areas treated with hyaluronidase had decreased, however, r lower lip still with significant swelling. Injected 0.2ml hyaluronidase in r lower lip. Injected 0.15ml into l lower lip and 0.1ml into r upper lip. Injected l upper lip with 0.05ml. (B)(6) 2018; jp still has noticeable bump in r lower lip and small raised ridge to l lower lip after 2 injections with hyaluronidase.